Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a female patient had an abdominal aortic aneurysm repair (aaa) using a zenith flex aaa endovascular graft bifurcated main body five years ago. A type 1b endoleak was recently detected at the distal end of the left iliac leg which required embolization and an additional iliac leg stent to correct it. The customer used another manufacturer's device to correct the endoleak. A single image was provided from a completion angiogram photographed from an angiography monitor. Image review performed on (B)(6) 2018 identified the left iliac leg with the type 1b endoleak to be a cook tfle device. According to the initial reporter, the patient did not experience any additional adverse effects due to this occurrence.

Manufacturer narrative:
The product was not returned for evaluation as it remains implanted in the patient. Without the complaint device, a physical investigation was not able to be completed. A review of a provided image, instructions for use (IFU), and quality control data was performed during the investigation. A single image from a completion angiogram photographed of an angiography monitor was provided. The image demonstrates the distal end of a tffb mainbody that previously had been implanted from the left. The ipsilateral iliac leg was likely a tfle 22-58 that had been inserted into the ipsilateral gate up to the sealing stent. The sealing stent had expanded into and presumably sealed into the mid left common iliac artery (cia). Now the distal left cia was dilated to 28mm. Because maximal cia dilation was centered at the tfle end, the aneurysmal dilation was intrinsic to the cia and not the result of inferior growth of the abdominal aortic aneurysm. However, along the tfle sealing stent left lateral margin, reduction of the sealing zone length to zero confirmed the potential for a type 1b endoleak. The distal left cia and proximal left external iliac artery (eia) were severely tortuous. They comprised an s-curve of two opposing 180-degree 12mm radius bends. The image demonstrates implantation of what most likely was a medtronic 13x82mm iliac limb extension from the distal end of the tfle sealing stent into the proximal left eia. The internal iliac artery was filled with coils. Because contrast injected into the mid medtronic limb still filled the dilated distal cia, the medtronic limb had yet to seal in the eia. Because the 40% oversized medtronic limb projected only 7mm into the 8mm diameter eia lumen, the leak was likely secondary to pleating and a short seal zone. Because successful medtronic limb extension implantation from the preexisting tfle into the eia is confirmed, inability to advance the tfle 14-90 through tortuous cia and eia segment and into the pre-existing tlfe can reasonably be assumed. The type ib endoleak was not confirmed in the imaging review. There is a reduced sealing zone length along the tfle sealing stent that has potential for a type ib endoleak. It should be noted there was severely tortuous vessels in the left common iliac artery and left external iliac artery. Per the IFU, ¿irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak.¿ there is no sizing information for review. Per the IFU, ¿strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression.¿ the device history record was not able to be reviewed as the lot number of the device was not provided. Each device is shipped with the instructions for use (IFU) that lists the anatomical requirements, warnings & precautions, sizing recommendations, and the correct deployment procedure, specifically the correct graft placement location. The IFU also advises on appropriate patient follow-up so that changes in the structure, should they occur, can be identified and addressed before causing clinical problems. Possible root causes for a type 1b endoleak could be due to inappropriate sizing, improper deployment procedure, migration, changes in patient anatomy, and/or disease progression (aneurysm neck expansion, increase in the aneurysm diameter). The images provided were sent for image review and it was found that the distal sealing zone of the left tfle graft was within the left common iliac aneurysm (cia). Due to the location of the cia relative to the distal end of the tfle leg graft, the image reviewer determined that the aneurysmal dilation was intrinsic to the cia and not the result of inferior growth of the abdominal aortic aneurysm. Since the cia is intrinsic of the left common iliac artery, the left tfle was placed with the distal end of the graft within cia as the cia is intrinsic of the common iliac artery. This would have reduced the sealing zone of the left tfle, allowing an endoleak to occur. Image review confirmed this by stating that the sealing zone of the left lateral margin of the tfle was reduced to zero. Significant tortuosity of the left iliac artery caused angulation in the sealing zone which would have further reduced the length of the seal zone. Based on the information provided by image review, the likely cause of this failure is patient condition related to occurrence. The location of the tfle sealing stent within the cia reduced the seal zone to zero, this along with significant tortuosity of the left iliac artery causing angulation in the sealing zone would have further reduced the length of the seal zone, allowing an endoleak to form. This cia was intrinsic to the common iliac artery and not related to the tfle graft. Per the quality engineering risk assessment, no further action is required. Monitoring for similar complaints will continue. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable. The product was not returned for evaluation as it remains implanted in the patient. Without the complaint device, a physical investigation was not able to be completed. A review of a provided image, instructions for use (IFU), and quality control data was performed during the investigation. A single image from a completion angiogram photographed of an angiography monitor was provided. The image demonstrates the distal end of a tffb mainbody that previously had been implanted from the left. The ipsilateral iliac leg was likely a tfle 22-58 that had been inserted into the ipsilateral gate up to the sealing stent. The sealing stent had expanded into and presumably sealed into the mid left common iliac artery (cia). Now the distal left cia was dilated to 28mm. Because maximal cia dilation was centered at the tfle end, the aneurysmal dilation was intrinsic to the cia and not the result of inferior growth of the abdominal aortic aneurysm. However, along the tfle sealing stent left lateral margin, reduction of the sealing zone length to zero confirmed the potential for a type 1b endoleak. The distal left cia and proximal left external iliac artery (eia) were severely tortuous. They comprised an s-curve of two opposing 180-degree 12mm radius bends. The image demonstrates implantation of what most likely was a medtronic 13x82mm iliac limb extension from the distal end of the tfle sealing stent into the proximal left eia. The internal iliac artery was filled with coils. Because contrast injected into the mid medtronic limb still filled the dilated distal cia, the medtronic limb had yet to seal in the eia. Because the 40% oversized medtronic limb projected only 7mm into the 8mm diameter eia lumen, the leak was likely secondary to pleating and a short seal zone. Because successful medtronic limb extension implantation from the preexisting tfle into the eia is confirmed, inability to advance the tfle 14-90 through tortuous cia and eia segment and into the pre-existing tlfe can reasonably be assumed. The type ib endoleak was not confirmed in the imaging review. There is a reduced sealing zone length along the tfle sealing stent that has potential for a type ib endoleak. It should be noted there was severely tortuous vessels in the left common iliac artery and left external iliac artery. Per the IFU, ¿irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak.¿ there is no sizing information for review. Per the IFU, ¿strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. The device history record was not able to be reviewed as the lot number of the device was not provided. Each device is shipped with the instructions for use (IFU) that lists the anatomical requirements, warnings & precautions, sizing recommendations, and the correct deployment procedure, specifically the correct graft placement location. The IFU also advises on appropriate patient follow-up so that changes in the structure, should they occur, can be identified and addressed before causing clinical problems. Possible root causes for a type 1b endoleak could be due to inappropriate sizing, improper deployment procedure, migration, changes in patient anatomy, and/or disease progression (aneurysm neck expansion, increase in the aneurysm diameter). The images provided were sent for image review and it was found that the distal sealing zone of the left tfle graft was within the left common iliac aneurysm (cia). Due to the location of the cia relative to the distal end of the tfle leg graft, the image reviewer determined that the aneurysmal dilation was intrinsic to the cia and not the result of inferior growth of the abdominal aortic aneurysm. Since the cia is intrinsic of the left common iliac artery, the left tfle was placed with the distal end of the graft within cia as the cia is intrinsic of the common iliac artery. This would have reduced the sealing zone of the left tfle, allowing an endoleak to occur. Image review confirmed this by stating that the sealing zone of the left lateral margin of the tfle was reduced to zero. Significant tortuosity of the left iliac artery caused angulation in the sealing zone which would have further reduced the length of the seal zone. Based on the information provided by image review, the likely cause of this failure is patient condition related to occurrence. The location of the tfle sealing stent within the cia reduced the seal zone to zero, this along with significant tortuosity of the left iliac artery causing angulation in the sealing zone would have further reduced the length of the seal zone, allowing an endoleak to form. This cia was intrinsic to the common iliac artery and not related to the tfle graft. Per the quality engineering risk assessment, no further action is required. Monitoring for similar complaints will continue. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.